Event description:
It was reported that during a percutaneous stenting treatment procedure, stent damage occurred. The target lesion was unspecified. The unspecified promus element plus stent was deployed. An unspecified post dilatation balloon was advanced, and touched and pushed "a little bit" on the proximal end of the stent. Mild stent deformation was noted on the angiography. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Event date: (B)(6) 2012. Implant date: (B)(6) 2012. Device is combination product. (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).